Manufacturer narrative:
Product evaluation: the sample has been received by a company representative, but has not yet been received at the manufacturing site for evaluation; investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified at this time. (B)(4).

Event description:
An ophthalmic surgeon reported that a three-piece intraocular lens (iol) was explanted due to spontaneous luxation of the capsular bag/iol/tension ring. A grey lens surface was also recognized during explantation, but was not detectable in dry conditions the following day. The iol was replaced by a retropupillary claw lens. It was noted that the implantation was performed in 2005. The serial number of the lens is not available because the lens was not implanted in the reporter's clinic. Half of the explanted lens was sent by the reporter to a third party laboratory for investigation, and the other half of the explanted iol was returned to the manufacturer.

Manufacturer narrative:
Product evaluation: only half of the optic and a small piece of broken haptic were returned. Solution was observed. The lens portion is not discolored. The lens was cleaned with lphse. The lens portion was evaluated with mp (multipiece) lens templates, and the lens portion appears to be a 6.0 optic iol. Power and resolution testing could not be conducted due to the optic damage. The product investigation could not identify a root cause for the reported events. Not enough information was provided from the account for further investigation. The returned lens portion was not discolored. (B)(4).